Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll distributor reported that a (B)(6) patient was treated and passed away on (B)(6) 2014 while in the hospital emergency department. The lifevest detected ventricular fibrillation (vf) at 19:37:05 and delivered a 150j treatment at 19:38:06. The post-shock rhythm remained vf with CPR artifact. The lifevest was unable to convert the arrhythmia. A non-treatable rhythm was detected at 19:38:13 and the device was shutdown at 19:56:08. The exact time of death is unknown.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4). Electrode belt: (B)(4): 12/2013.